Event description:
It was reported that the atrial lead exhibited noise in (B)(6) 2017. The physician performed a fluoroscopy, which had shown the active atrial lead and a previously capped atrial lead hanging in the superior vena cava. The helix on both leads was retracted. It was also noted that the atrial lead had been pulled back. The source of the noise was unknown. The atrial lead was explanted and replaced. There were no complications due to lead explant. The patient was stable during and after the procedure.